Manufacturer narrative:
The insulin pump was received with a button error alarm and an unresponsive act button due to corroded keypad traces. No low reservoir alarm was noted. The device was also received with minor scratches on the lcd window, a cracked case at display window corners, cracked battery tube threads and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the buttons were not working and he changed the battery. Customer's blood glucose was 268 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.